Event description:
It was reported that the arctic sun device was giving low flow, error 41 (low internal flow). Per review of wo on 19aug2023, there was no patient involvement. Per follow up review of wo on 01sep2023, the mixing pump assy, circulation pump assy, heater and drain valve will be replaced. All tests performed according to procedure. The equipment has been visually examined and found to be free of physical damage. Low flow caused by considered a failure in the mixing pump, it was identified in the machine that the equipment was not used for a long time. Per sample evaluation results on 29aug2023, it was reported that the drain ports were clogged. Device underwent 2000 preventive maintenance. Per sample evaluation results on 05sep2023, it was reported that the failed heater.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed die to a faulty mixing pump. Mixing pump was replaced. It was also noted that the drain ports were clogged. Device underwent 2k pm. The circulation pump, heater and drain valves were replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.